Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, and h10. Reported event was considered confirmed as the medical notes stated there was pain and grinding and that there was need to reduce anterior implant prominence. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: ep-115393, e1 44-36 std hmrl brng, lot # 618320. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00329. Discarded

Event description:
It was reported the patient underwent an initial right shoulder arthroplasty approximately 3 years ago. Subsequently, about a month ago the patient underwent a revision due to ongoing pain which compromised the patient¿s ability to perform usual activities of daily living.